Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the blade tip damaged at the distal end due to contact with the clamp arm after the tissue pad was melted away. In addition the clamp arm was also damaged. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. It could not be determined what may have caused the reported incident of: ¿overheated ¿. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. Due to the contact with the blade activated, the clamp arm was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ventral hernia procedure the harmonic hand piece and disposable were connected to a gen04 generator. The devices worked intermittently and over heated. When the disposable was pulled out of the trocar the rubber seal was burned. The procedure was completed with alternate unlike devices with no patient consequences reported.